Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received no delivery alarms. The customer's blood glucose was 486 mg/dl at the time of incident. The customer also reported that her blood glucose reached over 500 mg/dl. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she got sick and was vomiting when her blood glucose was high. The customer stated that the insulin did exit during fixed prime. The customer stated that the alarm did not occur during manual prime. The customer stated that the alarm was resolved by a complete set change. The customer would like to return the infusion set for analysis. The customer would like to return the reservoir for analysis. The customer was unable to troubleshoot at the time of call. The insulin pump will be returned for analysis.